Event description:
The customer reported that the clinician observed the s/5 anesthesia monitor display was frozen. The patient was on a ventilator during the time of the event. The customer also stated the patient did not suffer any negative consequences due to the reported issue.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. The manufacture date is unknown at this time.

Manufacturer narrative:
After the reported incident, the cpu5 board was replaced. Though the used cpu5 board was requested for investigation, it was scrapped. The cpu5 board would contain the relevant am logs thus it is not possible to confirm if the s/5 am alarmed for low spo2 or not. Root cause is undetermined since the replaced cpu5 board was not returned.